Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 had failed. A field service engineer (fse) found that the rail was damaged, so the fse replaced the rails and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a drawer failed to close. The customer attempted troubleshooting by shutting down the station, unplugging the power cord from the back of the station, waited for 2¿5 minutes, reconnected the power plug, and turned the station back on. However, the customer was still unable to recover the drawer, and the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.